Event description:
During preventative maintenance of the device, the field service representative (fsr) reported that the device was heating slowly. The fsr replaced the valve at the user facility. There was no patient involvement. Investigation in process, but not yet completed.